Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the sureform 60 blue reload involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted transthoracic chest anastomosis esophagectomy surgical procedure, the sureform 60 stapler with a blue reload, had a partial fire and a message stating "tissue is too thick." The customer stated that there were no staple lines, hem-o-locks, or other hard elements in the stapling path. The customer used a green reload to try to continue stapling but the instrument was not recognized. The user completed the procedure using a third-party stapler with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue involved was a partial fire over 0.5cm. There were no malformed or unformed staples, but the tissue was stuck on the reload. This occurred during the first stapler fire. The customer converted to laparoscopy to continue the procedure. There was no increase in port size or additional ports placed as a result of the conversion. There was no bleeding observed and no unplanned tissue removal.